Event description:
It was reported the patient had high impedances of over 10,000 ohms on electrodes zero, three, and four. It was noted the manufacturer representative was unable to program for stimulation. It was noted the patient had previously had high impedances of over 10,000 ohms on electrodes zero, two, and six, but was able to get stimulation coverage. It was reported revision was planned. It was noted the patient had a loss of stimulation and therapeutic effect. It was reported the patient¿s stimulation worked well until they had their gallbladder removed. It was noted the patient had a complete loss of pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, , product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was getting good coverage. It was noted the revision was performed on (B)(6) 2014.